Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record relevant to the reported event, found. However, the system was last serviced prior to the reported event per service record. The system was found to meet all cosmetic and performance standards, at that time. Based on the information obtained, the root cause of the reported event is inconclusive. A number of contributing surgical factors (or variables) can contribute to the reported ¿anterior capsular rupture.¿ by proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during cataract surgery procedures. However, based on the information obtained, the root cause of the reported event remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient's anterior capsule membrane was torn in a ninety-hundred-degree direction in left eye of the patient during refractive surgery. The intraocular lens was implanted, and the surgery was completed. The patient's postoperative visual effects had not been affected